Event description:
It was reported that the wire became fractured and was retrieved by snare. The lesion was located in the tortuous and calcified right coronary artery. A rotawire and a 1.50mm rotalink plus were selected for use. During ablation, it was noted that the rotawire had fractured in driveshaft of the burr. The fracture took place in the mid to distal vessel. Consequently, the tip was retrieved by snaring it with a coronary snare. The procedure was completed with another wire and burr. No further patient complications were reported.

Event description:
It was reported that the wire became fractured and was retrieved by snare. The lesion was located in the tortuous and calcified right coronary artery. A rotawire and a 1.50mm rotalink plus were selected for use. During ablation, it was noted that the rotawire had fractured in driveshaft of the burr. The fracture took place in the mid to distal vessel. Consequently, the tip was retrieved by snaring it with a coronary snare. The procedure was completed with another wire and burr. No further patient complications were reported. It was further reported via medwatch (B)(4) that the rotawire broke off in the drive shaft of the rotalink plus leaving more than 30cm of wire in the distal rca of the vessel. The wire fragment was removed using a snare from the target lesion and no resistance was experienced during removal. The procedure was completed with another of the same device and a balloon.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The advancer unit and burr catheter were received separately. The burr catheter was only returned with the housing and the sheath. The burr handshake connection, coil and burr were not returned for analysis. There are 2 small fractured pieces of the rotawire that were returned separately. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. The distal end of the sheath is worn and torn. Inspection of the remainder of the device presented no other damage or irregularities.